Manufacturer narrative:
This report is being filed by the MFR arjohuntleigh, inc. Please note that previous medwatch reports for this product may have been submitted from the mfg site kinetic concepts, inc. As of november 2012, complaints related to this product are to be handled by arjohuntleigh, inc. Add'l info will be provided upon conclusion of the MFR investigation.

Event description:
The following was reported to arjohuntleigh by the arjohuntleigh field technician: on (B)(6) 2013, the nurse stated that the bed was on fire and she used a fire extinguisher on the bed. There was no injury to the pt or hospital staff. This event is being reported as there is a potential for death or serious injury should this type of event recur.